Event description:
A critically ill pt exhibited cardiac arrhythmias and unresponsiveness approx one hour into therapy. The meridian device high pressure alarms (above 600mm/hg) were also noted at this time. The pt's treatment was stopped and upon returning the extracorporeal blood back to the pt, the blood was noted to be dark in color and the pt's cardiac arrhythmias and unresponsiveness resolved. The pt's treatment was resumed on a different device with a different dialyzer and blood lines. The pt was returned to the ICU and required no add'l medical intervention. The hcp reported that the pt is stable at this time.